Event description:
It was reported that the pump touch screen was cracked and unreadable due to a black screen]. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.